Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time mismatch between pyxis and epic, which impacted medication dispensing. A technical support specialist (tss) dialed into the station at the site and synchronized the system time with the server across all devices and confirmed with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, time between the pyxis system and the electronic privacy information center (epic) system was not synchronized, which affected medication dispensing workflows. Users received alerts indicating incorrect timing while attempting to pull medications. The customer stated that the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.